Manufacturer narrative:
The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. Pump received with normal operating currents. No unexpected low battery alarm or failed battery test alarm noted during testing. No cosmetic damage noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed failed battery. Troubleshooting was performed and the insulin pump is not returning.